Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 1400 mg/dl and 27 mg/dl. The customer also reported other relevant blood glucose was above 22.2 mmol/l, 450 mg/dl, below 3.0 mmol/l. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.

Manufacturer narrative:
Customer complaint notes, no delivery. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with broken end cap sticker, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
Customer complaint notes, no delivery. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.